Event description:
It was reported that a perforation and a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) and a 24mm watchman laa closure device & delivery system (wds) were used. The closure device was deployed. Upon deployment, a perforation with subsequent pericardial effusion occurred. The device was successfully released and implanted in the patient. The patient was taken to the holding area after the procedure was completed. After an hour post procedure the patient reported that they had chest pressure. The patient was brought back to the lab and a pericardial tap was performed. The patient was stable. The patient has since been discharged from the hospital.